Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. It was noted that the outer insulation breached cut. There were distal conductor distorted, proximal conductor had blood/body fluid (not obstructed), and blood in/on helix/lobe mechanism. It was also noted the analysis apparent explant damaged and helix returned fully retracted.

Event description:
It was reported that the atrial lead had increased threshold and decreased p-wave sensing. The physician attempted to reposition the lead but had difficulty getting the helix to retract. The lead was explanted and replaced. No patient complications have been reported as a result of this event.